Event description:
Found during routine testing. According to the reporter, the device failed the daily user test and is now displaying a service wrench. No patient was associated with the report. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the facility for use. When the pcb assembly was tested in the failure analysis lab, physio observed a fault code logged into device memory related to high energy delivery.

Manufacturer narrative:
Further evaluation of the replaced pcb assembly could not reproduce the problem and root cause could not be determined.